Manufacturer narrative:
Immucor technical support reviewed instrument images obtained by using a remote electronic connection method. Review of the event log show no errors during testing and the camera images appear aligned and focused. Review of the batches show: tested on (B)(6) 2015. Reagents used: r667, cric 221510, liss 211641. Batch 66540. Sample dc539125. Screening cell 1 was graded as negative. Visually, the cell appear negative with no red cell adherence, however, the cell button is fuzzy. Screening cell 2 was graded as 3+. Visually, the cell appears positive with strong red cell adherence. Screening cell 3 was graded as negative. Visually, the cell appear negative with no red cell adherence. The positive control reacted as 4+. A service call was made. Performed echo unexpected reactions checklist, black discoloration was found in the probe tubing, replaced probe, removed wash station and cleaned, replaced internal filter. Retested sample that previously reported to be false negative and sample reported positive on repeat testing. Sample related issues were found. Instrument is working within specifications.

Event description:
A customer reported an unexpected negative antibody screen when testing a patient sample on a galileo echo. A sample with a history of anti-jkb and anti-s was tested on the echo (B)(4) and capture-r ready-screen 3 (crrs 3) cell 1, which is homozygous positive for the jkb antigen, resulted negative.